Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection it was noted that the keypad had unresponsive keys, which was resolved by replacing the keypad. A review of the device history record for sn (B)(4) was performed from 03jun2019 to 24aug2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the keypad s6 button does not work. Per the customer, there was no patient involvement in this case.